Event description:
Pt on 24 hour total parenteral nutrition. On arrival cadd pump motor heard running when back pack opened. Total parenteral nutrition was almost full. Cadd pump read 317 given. Reserve volume approximately 1800. Cassette attached firmly. Stopped infusion. New bag prepared for infusion and hooked up to cadd total parenteral nutrition pump. Pump would not work when infusion started. No total parenteral nutrition flowing from tubing.